Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient, coincident with dianeal pd2 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date in 2011, a break in aseptic technique occurred, described as patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. On (B)(6) 2011, the patient began remedial therapy with vancomycin 1gm, ip, once daily. At the time of this report, the patient was still hospitalized, dianeal, extraneal and antibiotic therapy were ongoing. It was not reported whether the patient was retrained in aseptic technique, therefore, the outcome for the event of break in aseptic technique was not reported. The outcome for the event of peritonitis was not reported. The baxter employed nurse reported the event of peritonitis was not related to dianeal and extraneal therapies. A causality statement was not provided for the event of break in aseptic technique.